Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The master tool manipulator (mtm) was analyzed and found the errors were confirmed, but could not be replicated. A visual inspection was performed and found no external damages. The unit was placed on in house system and passed. No errors were triggered. The unit was then placed on surgeon side console fixture test platform (sftp) to perform fitness tests and one hour sine cycle. The unit failed on the following, however, unrelated to the field complaint: gravity balance test post sine cycle. Performed gravity sequence, re executed tests and passed. The rest of fitness tests and one hour sine cycle passed. The unit was transferred to engineering for further investigation. Engineering did not find any abnormalities with the grip. The complaint regarding recoverable errors was confirmed by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to communication errors resulting from gimbal assembly located on mtm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) on console 1 for errors at startup. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is yet to be complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure that errors occurred indicating that the right master tool manipulator (mtm) failed. An intuitive tech support engineer reviewed the system logs and confirmed the reported errors. There were no reports of patient injury.